Event description:
Boston scientific received information that during data analysis, pacing impedance data was analyzed, and individual daily pace impedance measured on this right atrial lead was found to have increased more than 500 ohms from the previous 7-day average and became erratic, but measureable thereafter. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.